Event description:
It was reported that the device was scissoring clips on unknown firings, so they opened a same like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.